Event description:
It was reported that a patient implanted with posterior spinal fixation had a pedicle screw broken post-op. No revision surgery was reported. No patient complications were reported.

Manufacturer narrative:
The device or applicable films have not been returned to medtronic for evaluation. Unable to determine cause of the event.